Manufacturer narrative:
Device lot number, or serial number, not available as the suspect device was disposed of at the site. Device manufacturing date is dependent on lot number/serial number and is, therefore, unavailable. No parts will be returned ot manufacturer for evaluation. It was reported that the site discarded the damaged straight suction.

Event description:
A medtronic representative reported that while in an ent procedure, the surgeon was having issues verifying a straight suction. The surgeon did get the suction to verify and proceeded to use it for the procedure. It was noted that the device was giving a distance to divot error of 3.1 at its highest. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.